Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on (B)(6) 2011 with the device passing a self-test followed by two successful manual power ups. The pad-pak was removed on two occasions, totalling 3 years without a pad-pak installed, between (B)(6) 2011 and (B)(6) 2014. The pad-pak was reinstalled on (B)(6) 2014 and performed a self-test, the device performed to specification up to (B)(6) 2015. Multiple manual power ups of mainly ten minute duration were recorded between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.